Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot# 73e1800165, investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the device was fired 10 times during an upper gi procedure. The device jammed as he fired the 10th clip, rendering it unusable thereafter.

Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No clip was in the first position in the channel. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, no audible ratchet sound could be heard indicating that the internal ratchet ears are broken. No clip fired on the first attempt. On the next attempt, a clip was unable to load properly into the jaws. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was severely damaged. R & d was consulted and it appears that the ratchet was wish-boned after the device jammed which caused the ratchet and yoke to break. However, since only one clip was remaining and it was able to fire from the device, it could not be determined what caused the device to jam. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Although the complaint is confirmed, the root cause is undetermined. We will continue to monitor and trend on this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "device jammed on the 10th clip" was confirmed based upon the sample received. One device was returned. The device was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. Upon functional inspection, the ratchet ears were found to be broken. No clip fired on the first attempt, but the next attempt resulted in the lone remaining clip being unable to load properly. The sample was disassembled to inspect the internal components. Upon disassembly, it was found that the yoke was severely damaged. R & d was consulted , and it appears that the ratchet was wish-boned after the device jammed which caused the ratchet and yoke to break. However, since only one clip was remaining , and it was able to fire from the device, it could not be determined what caused the device to jam. The sample was received with 1 clip remaining in the channel indicating that 14 clips were fired by the end user. A device history record review was performed on the autoend05 with no evidence to suggest a manufacturing related cause. Since it could not be determined what caused the device to jam, the root cause of this complaint is undetermined. We will continue to monitor and trend on this issue.

Event description:
It was reported that the device was fired 10 times during an upper gi procedure. The device jammed as he fired the 10th clip, rendering it unusable thereafter.